Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customers device and water intrusion was determined to be the cause of the reported issue.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device is unable to be repaired and will be forwarded to the product assessment center (pac) in redmond for further root cause analysis. The customer will be provided with a warranty replacement. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.